Event description:
A customer reported experiencing a cartridge alarm 20 while using their insulin pump during pumping. The customer's blood glucose level did not exceed 500 mg/dl, indicating it was within the normal range. Tandem technical support decided to replace the pump, and the customer was informed about the dispatch of a replacement pump with updated software. The customer acknowledged the instructions for handling the return of the problematic pump and preparation for the new device.